Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage, on (B)(6) 2019. The patient's mother stated upon removal of the sensor, she noticed a bump where the sensor was inserted. The patient was taken to the doctor on (B)(6) 2019 and it was determined that the patient had developed an infection at the insertion site and was prescribed antibiotics to treat the affected area. At the time of contact, the patient was doing fine. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No additional patient or event information is available.